Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for the event. Please see associated reports: 0001822565-2016-04748 and 0001822565-2016-04750.

Event description:
It was reported that patient experienced possible loosening of the stem, poly wear and a hip fracture. However, no revision procedure was performed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through third-party review of radiographs, review of the x-ray noted "comminuted fracture of the proximal femur, fracture of the metal acetabular cup, and possible bone fracture superior lateral acetabular rim.¿ the patients bone condition was noted as generally osteopenic which may have contributed to proximal femur fracture event. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for the event. Please see associated reports: 0001822565-2016-04748, 0001822565-2016-04750, 0001822565-2017-04004.